Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The reporter alleges seeing black pieces inside water chamber. The device was returned and the complaint was confirmed during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Corrected information provided in b3 (date of event was updated correctly as 11/01/2017). Corrected information provided in b5, the information (the manufacturer received information alleging burning smell related to a bipap device's sound abatement foam) was not included in initial report. Corrected information provided in d8 (device serviced by a third party was updated correctly as no).